Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose levels, including hyperglycemia up to 360 mg/dl and hypoglycemia to 58 mg/dl, while using the ilet and after administering 4 units of outside subcutaneous insulin per pharmacist instruction; the agent advised disconnecting from the ilet for 2 to 2.5 hours when using backup therapy. Symptoms included hypoglycemia requiring oral glucose and hyperglycemia without reported ketone testing, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical emergencies or hospitalization and resolution of the low with juice. Investigation included a complaint intake review and user troubleshooting and education regarding backup therapy use and device disconnection. Investigation of this case revealed no device malfunction reported and that the event involved concomitant use of outside insulin while connected to the ilet, which can contribute to both hypoglycemia and subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.